Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-21 - improper technique of obtaining or applying blood sample. (B)(4). Note: customer wasn't using our meter at the time of the event. Manufacturer contacted customer (several attempts) in a follow-up call in order toobtain more information about the hospital visit and if she was using any other meter - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 blood glucose results. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported. The product storage location is undisclosed. During the call on date, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 07/23/2018 and open vial date is unknown. The meter memory was not reviewed for previous test result history. Customer stated he had to go to the hospital last night due to low blood sugar. Customer states that he had not used the meter in a month. Customer took his insulin as scheduled once daily and when he woke up, he was unable to get up. At the hospital the customer had a reading of 55mg/dl fasting (unknown as to whether it was lab or glucose meter). Customer left the hospital on (B)(6) 2017. When customer returned from the hospital, he attempted to test and got e-0 on meter. Customer states he does not have any underlining conditions. Once result was obtain customer was asked to hold for additional questions pertaining to hospital visit and customer discounted, told the pharmacist everything was ok and left. Unable to contact customer after several attempts.